Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump failed to vibrate during the self test due to a broken wire on the vibrator motor. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call vibrate anomaly. Customer advised the insulin pump had an absence of vibrate. Customer advised they had a low battery status on the device and when they replaced the battery the anomaly persisted. Customer advised during the self-test there was no vibration. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.